Event description:
It was reported that the patient underwent a surgical procedure to treat sui & pop on (B)(6) 2006 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure to treat cystocele grade 2, abnormal uterine bleeding, urinary incontinence, urethral hypermobility and a mesh was implanted. Concomitantly the patient underwent a hysteroscopy, dilation and curettage, thermal endometrial ablation, tension free vaginal tape, obturator approach and anterior colpotomy with colporrhaphy sling and stourethroscopy. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, dyspareunia, neuromuscular problems, vaginal scarring and other problems. It was reported that on (B)(6) 2006: patient underwent partial revision and excision of mesh by implanting surgeon at implanting facility. It was further reported that patient underwent revision/removal on (B)(6) 2006 and (B)(6) 2007 due to: mesh erosion, exposure and resulting complications. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03763. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal discharge, vaginal odor, burning and vaginal itching. (B)(4).

Event description:
It was reported that following insertion the patient experienced vaginal discharge, vaginal odor, burning and vaginal itching.